Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient presented in clinic after receiving an alert for non-sustained lead noise. Myopotential oversensing was suspected. X-ray of lead was normal. The device was reprogrammed twice. The patient will be monitored.

Event description:
New information received notes that non-sustained lead noise due to post-paced t wave oversensing was observed via remote transmission. Patient was asymptomatic. Programming changes were recommended.